Event description:
Pt reports that foot became swollen and sore after surgery. Abscess appeared and surgeon put pt on keflex. An MRI of the foot showed presence of granuloma. Two surgeries performed to remove the granuloma.